Manufacturer narrative:
(B)(4).

Event description:
The pt experienced no adverse reactions when his lead fractured. The pt thought that he fell, but has some other issues. It was unclear what exactly happened. He was scheduled to have his lead replaced on (B)(6) 2010. Add'l info has been requested.